Event description:
The customer reported that the ortho provue analyzer interpreted two pt samples containing anti-jka as negative. No erroneous results were reported. False negative test results can lead to transfusion of incompatible blood.

Manufacturer narrative:
An ocd field engineer visited the site and performed alignment and adjustments to the reader camera and probe. A new reference image was created and the pressure and vacuum was verified. This customer has not logged any complaints against this analyzer since this incident.